Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to what appeared to be an issue with the implantable neurostimulator (ins), where it turned off. The ins was interrogated and a message was noted saying power-on reset (por) occurred. (B)(6) was noted. The ins was reprogrammed and the por cleared using the physician programmer. The patient's ins was then working as it had been before. The patient's recharging information was preserved and it was noted that the patient had successful recharges over the last several days prior to the report, as far back as (B)(6) 2011. The patient had been charging approximately every two days for about an hour and a half on average which would be charging to 100%. There did not appear to be any kind of recharging issue. The cause of the port was unknown as there was no known electromagnetic interference exposure. The patient was instructed to contact her pain physician, to follow-up and discuss what kind of options the patient might have moving forward in the event that this turned out to be more of a device related event, nothing the patient had any influence over. At the time of the report, the patient's neurostimulator was working as it had been prior to the power-on reset so patient's pain was being well controlled. Additional information reported the por condition was following emi exposure. The patient had (B)(6) in the backseat of her (B)(6), and also noted she rode in cars that also had sound systems in them. The patient did not work in an environment that had equipment such as CT scan or x-ray. It was noted that the patient was getting the por, (B)(6) on a regular basis, approximately every 3 months or so. The patient had to come into the physician's office to clear them. The patient requested removal of the ins as a result of the issue. It was reviewed replacing ins may not necessarily resolve the issue since the cause of the pors had not been determined. It was noted that the device had previous history of "ins in the box" icon; it was unknown if this was linked to the issue with random pors. Further information reported the explant and replacement with a new device of the same model was planned for (B)(6) 2011. Following explant, the device will be returned to the manufacturer for analysis.